Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included general patient outcome allegations: currently, it is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges as a result of the defective nature of the mesh, the patient suffered pain, infection, urinary problems, bowel problems and recurrence. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported on (B)(6) 2016, the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2009 - the patient was diagnosed with a vaginal vault prolapse and underwent a transabdominal sacrocolpopexy with implant of a bard/davol flat mesh and a moschowitz repair. The implant operative report details, "a 2 x 6 cm strip of tightly woven prolene mesh was then secured to the vaginal apex at one end, using silk sutures. Ten such sutures were placed with care taken to avoid penetration into the vaginal epithelium. The cul-de-sac was noted to be fairly wide and gaping and in order to prevent an internal hernia, a moschowitz procedure was performed. Using vicryl suture in a purse string fashion, the cul-de-sac was obliterated. The free end of the prolene mesh was then brought down to the anterior sacral ligament and secured with silk sutures. A non bard/davol seprafilm was placed over the site of surgery ." The patient's attorney alleges unspecified adverse patient outcomes associated with use of device. Addendum based on additional information provided by patient's attorney which included the patient fact sheet and general patient outcome allegations: alleged outcomes attributed to device of pain, infection, urinary problems, bowel problems and recurrence.

Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2009 - the patient was diagnosed with a vaginal vault prolapse and underwent a transabdominal sacrocolpopexy with implant of a bard/davol flat mesh and a moschowitz repair. The implant operative report details, "a 2 x 6 cm strip of tightly woven prolene mesh was then secured to the vaginal apex at one end, using silk sutures. Ten such sutures were placed with care taken to avoid penetration into the vaginal epithelium. The cul-de-sac was noted to be fairly wide and gaping and in order to prevent an internal hernia, a moschowitz procedure was performed. Using vicryl suture in a purse string fashion, the cul-de-sac was obliterated. The free end of the prolene mesh was then brought down to the anterior sacral ligament and secured with silk sutures. A non bard/davol seprafilm was placed over the site of surgery ." The patient's attorney alleges unspecified adverse patient outcomes associated with use of device.